Manufacturer narrative:
H3: the biopsy needle was returned to the manufacturer for analysis. Analysis found that the returned biopsy needle was occluded near the top. Otherwise, the biopsy needle had normal tracking when tested with a known-functioning system. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy procedure. It was reported that the surgeon made target alignment with the vertek biopsy set and locked trajectory. The surgeon then set mechanical depth stop of the needle, and he sent the biopsy needle to the target area. The surgeon opened the sampling window to get the sample from the desired area. At this stage when the surgeon tried to make negative pressure with syringe, he felt that he could not create enough pressure even if he used more than normal. Then, the surgeon took out the inner cannula and tried to wash inside of it to understand whether it had a blockage or not. The surgeon also saw that washing was very hard. The surgeon finished surgery with this needle successfully, but after the surgery he wanted to send this needle for further investigation. There was no delay in surgery. There was no impact on patient outcome.